Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that the diamondclean charging base blew up and scorched the countertop it was on. No injury was reported. Minor property damage was reported.